Manufacturer narrative:
(B)(4). Date sent: 12/21/2023 d4: batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number x9611v, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the psee45a could fire the first reload successfully, however after the second reload fired, the knife stopped at the end of jaw which could not retrieve. Even applied the reverse button, thus she finally decided to use manual override. However the manual override was jammed as well. She push and pull for many times and found the retrieve process very unsmooth. Turned out she successfully retrieve the knife after many times of moving the manual override lever. As the case was liver transplant case, she needed to retain as much tissue as she can. Thus she decided to give up from using echelon. No patient consequences reported. No further information is available.